Manufacturer narrative:
A ge rep evaluated the system and replaced the image intensifier power supply. The system operates as intended.

Event description:
It was reported that the system would not produce an image. No patient injury was reported.